Manufacturer narrative:
Investigation results: the visual inspection revealed that the delivery device was attached to the loader and the plunger had been depressed. The tension spring was inside the delivery tube, but the seal was out and was fully unwound. No blood was evident on the device. Based on these findings, it appeared that the seal was loaded, but then got stuck between the tabs inside the loader device, and then it unrolled as the user pulled on the delivery device. The user continued to pull and unwound the seal and pressed the plunger. The reported failure was confirmed for "seal does not load properly". (B)(4).

Event description:
The hospital reported that during preparation for the procedure, the heartstring did not fire up. No patient complications were reported by the hospital. A new kit used to complete the procedure. No other information was available and it was not known if the failure related to the heartstring seal or the cutter. Since there was no failure clarification provided, the event was not identified as MDR reportable due to insufficient information. Maquet received the device on 11/06/2009 and on 11/07/2009 after decontamination, quality engineering observed that the returned heartstring seal was a "failed to load properly". This is an MDR reportable event.